Event description:
The time of event is unknown. The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the insertion flexible tube (ift) buckled, the operation channel leakage, the light guide cable cut, the root brace rubber cut, and the remote control buttons malfunction; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.